Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed at the connection between the check valve and manifold of a micro infusion manifold with extension set. There is no report of patient/user injury or that medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. The device was visually inspected and functionally pressure tested per product specifications. The visual inspection found no issues. The reported condition was confirmed via the leak testing. The cause of the reported condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.